Event description:
It was reported that using a right femoral artery access approach during a procedure of the left superficial femoral artery and popliteal artery the supera stent delivery system could not be backloaded and advanced outside the anatomy over the 0.014 non-abbott guide wire. Several unsuccessful attempts were tried, however, the distal end of the sds could not be advanced and the tip was suspected to be loose but is still intact. There was no patient interaction. A second 5 x 120mm sds was used successfully without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.